Event description:
Information was received indicating that this ambulatory infusion pump exhibited high accuracy issues at testing. It was also noted that the pump had a damaged case and display. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Evidence of the reported complaint was noted in the event history log-multiple 20ml bolus tests were performed prior to the pump's return to smiths medical. Delivery accuracy tests were performed, and the customer's complaint was verified. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.